Event description:
The lay user/patient contacted lifescan in 2006 alleging segments were missing in her one touch basic enhanced meter. The patient last tested on her meter today and received what she assumed was a 143mg/dl . At the time of testing she felt shaky and disoriented. She took her oral medication after attempting to use the meter and within 15 minutes was tested on another device and received a 41mg/dl. No information on whose meter the patient received the 41mg/dl. A medical professional treated the patient with food and or beverage. A customer care agent (cca) sent the patient a replacement meter. No further clinical information was provided. The patient was treated for hypoglycemia by a medical professional.